Event description:
It has been reported to philips that there was no image. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure got delayed and completed as the issue was intermittent. A philips field service engineer (fse) examined the system onsite and confirmed that there was no image displayed on screen intermittently. Review of the system log file showed that there was malfunction with the fdc (flat detector controller). Upon troubleshooting, the fse found that the fdc was faulty. To resolve the issue, fse replaced the flashlite high end kit. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.